Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit screen is not working. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse took the display apart and thoroughly cleaned it. The fse performed a completed preventive maintenance (pm) with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.